Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tandem clinical diabetes specialist discussed options with the current pump and future options with the contact. The customer was using insulin injections. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was in the 500s mg/dl. The contact reported to have observed insulin drips exiting the tubing and initially thought the site was the cause of the event; however, after a site change and insulin injections administered, bg did not lower. The contact alleged the pump was the cause of the high bg. The customer was hospitalized and treated with novolog injections and insulin drip. The customer was discharged on (B)(6) 2018. High bg was resolved. The customer reverted to using insulin injections for insulin therapy.